Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced loose tubing between vacuum chamber vc23 and valve vl107. The system performance was verified. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. There was a fluid leak of approximately 5cc from the analyzer. The leak was not contained. The customer was running quality control material when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gown, goggles, and gloves when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.